Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient felt discomfort when wearing the audio processor and had poor speech understanding, only hearing noises, when using the device. During in situ testing of the device the patient reported experiencing pain in the zone over the implant and it also extends itself along the neck. The patient reported having experienced this uncomfortable sensations for the last two years. The external components and magnet strength were checked and found to be okay. There is no report of an accident or trauma to the implant site. A follow-up appointment will be scheduled.

Manufacturer narrative:
In accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. A date for explantation surgery has not been made available.

Event description:
The patient felt discomfort when wearing the audio processor and had poor speech understanding, only hearing noises, when using the device. During in situ testing of the device the patient reported experiencing pain in the zone over the implant and it also extends itself along the neck. The patient reported having experienced this uncomfortable sensations for the last two years. The external components and magnet strength were checked and found to be okay. There is no report of an accident or trauma to the implant site. There is currently no date for explantation known.

Manufacturer narrative:
Conclusion: investigation results lead to the conclusion that likely the device electronics failed over time after humidity ingress at the housing braze joint through micro-leaks. Additionally, received telemetry results are indicative of excessive tissue growth around the reference electrode contacts, which could have been a contributory factor for some of the described symptoms. This is a final report.

Event description:
The patient felt discomfort when wearing the audio processor and had poor speech understanding, only hearing noises, when using the device. During in situ testing of the device the patient reported experiencing pain in the zone over the implant and it also extends itself along the neck. The patient reported having experienced this uncomfortable sensations for the last two years. The external components and magnet strength were checked and found to be okay. There is no report of an accident or trauma to the implant site. The patient was re-implanted.